Event description:
Dosi-fuser portable elastomeric infuser 1 day 250ml, 10.4ml/hr device was used for administration of cefepime 6 gm / 250ml ns at 10.4ml/hr continously over a 24 hour period. Seven devices sent to pt on 1/9/07. First device worked fine. On 1/10/07, 4 devices failed as follows. Two devices had tubing that leaked, one device did not infuse, one device had a ruptured bladder. Pt was able to infuse with the remaining devices, but was very concerned regarding product quality. No health related issues were reported by pt other than anxiety due to faulty product. Product with leaks may cause improper dose administered and possible pathogen contamination. Pt's father will not release defective product for eval and am waiting for release of lot# and expiration date.